Event description:
A report was received that the trial patient had a bad headache. The physician believed it could have been a cerebrospinal fluid leak. The patient was prescribed migraine medication and was sent home.